Event description:
It was reported that double beeping was experienced.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the device was found to be beeping after power up. Root cause of the reported issue is unknown, but the downstream occlusion (dso) sensor was found to be defective due to fluid ingression on the dso as well as the chassis base. The downstream occlusion sensor will be replaced. The product is beyond 20 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 6400, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on (B)(6)-2022 via email and attached to complaint object: the events did not occur while in use with the patient. H6: event problem and evaluation codes: updated